Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an actual used interlink set in which there was a hole detected in the tubing between the y-site and the drip chamber. This was noticed during priming with saline. There was no patient involvement or medical intervention necessary. No further information is available at this time. This is report 3 of 4 of the same reported problem from this facility.